Event description:
It was reported that the patient presented in clinic for follow up. Review of diagnostic imaging revealed that the left ventricular (lv) lead had a loss of capture due to dislodgement. On (B)(6) 2022, the physician elected to cap and replace the lv lead. The patient was in stable condition.